Event description:
This report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report# 1222780-2012-00093. Following a novasure endometrial ablation on (B)(6) 2012, the physician did a hysteroscopy which was "notable for suboptimal uterine distension" but with what appeared to be "good treatment of the cavity". During the ablation the pt was treated for hypotension and bradycardia with intravenous (IV) fluids but "otherwise did well" and was discharged home. The pt returned to the hospital 14 hours later with "pelvic pain and inability to void". A computed tomography (CT) scan was done and revealed "free fluid and free air in the peritoneal cavity". A laparoscopy which followed revealed "a midline fundal perforation of the uterus with blanching around the hole. There were noted to be some adhesions of the anterior abdominal wall to the uterine serosal surface. There was exudate seen on the bowel and pelvic sidewall." Additionally, "a 1.5cm perforation of the small bowel (was seen) though no thermal changes were identified at the site of the bowel perforation. The edges of the perforation were trimmed and the defect was oversewn in two layers. No bowel resection was required." On (B)(6) 2012, it was reported that the pt had been discharged (date unknown) and "the pt is doing fine."

Manufacturer narrative:
Lot number of the suresound not provided by the complainant, therefore the expiration date is not known. The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the suresound not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the suresound as the lot number was not provided by the complainant. According to the instructions for use (IFU): adverse events: potential adverse events include, but are not limited to, perforation of the uterine wall. (B)(4).